Event description:
The user received thyroid function results for one patient sample which did not agree with the clinical presentation of the patient. The tsh result was 0.14 miu/l and the free t4 result was 4.5 pmol/l. No adverse event has been alleged. The tsh reagent lot number was 157491 and the lot number of the free t4 reagent was 157677.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
One patient sample was returned for investigation. The customers free t4 and tsh results were verified. No known interference factors could be identified in the interference analysis. The results were further confirmed by assays performed on the siemens centaur. According to investigation, the received results should be reliable. No adverse events were reported.

Event description:
It was reporting that during preparation for a stenting treatment procedure, the stent moved on the balloon. As a 3.5x16mm liberte bare monorail stent delivery system was being prepared, prior to mounting the device on the guide wire, it was noted that the stent had shifted from the balloon, so the device was not used. No patient complications were reported and the patient's status is stable.